Event description:
It was reported that the patient alleged his controller was changing power sources earlier than expected. The patient stated that this occurred with all batteries and the ac adapter mainly when port #1 on the controller was in use. The patient observed one critical alarm associated to this and stated that "he believes that the pump stopped during that event, but he did not feel dizziness or other physical complications due to that potential stop". The patient presented to the clinic where his controller was exchanged as well as four (4) of the batteries. The patient tolerated the controller exchange well. The batteries and controller will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The devices were not returned for evaluation despite multiple attempts to obtain them. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed as log files provided do not cover the reported event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with battery switching involving screened batteries are most often attributed to a communication error between the controller and batteries. The most probable root cause of the reported event is a communication error between the controller and batteries.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The issue of battery switching is currently being investigated, under a CAPA, by the manufacturer.